Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a loss of capture during high ventricular rate episodes, the patient was asymptomatic. No addtional information was avaliable or intervention reported.